Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit power on alarm is not functioning. Results of the return evaluation: controls / switch/button broken.